Event description:
A 5-french bernstein diagnostic catheter within a 6-french benchmark guide catheter was advanced freely up the right arm into the right subclavian artery under native fluoroscopic guidance. When advancing the diagnostic and guide catheters, there was resistance encountered in the mid-upper arm. The diagnostic catheter was removed and selective angiography through the guide catheter was performed demonstrating inadvertent selection of a small artery arising from the right brachial artery. 2mg of intra-arterial verapamil was infused through the guide catheter to help facilitate removal of the catheter and alleviate any vasospasm. After administration of verapamil, an attempt was made to withdraw the guide catheter; however, the guide catheter broke leaving a retained fragment in the right arm. It appeared as if the catheter had fractured and then unraveled, leaving a small inner coil fragment from the catheter itself tethered from the upper arm to the arterial access site at the right wrist. Manufacturer response for catheter, percutaneous, benchmark (per site reporter): they will investigate.